Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported that the ventilator produced the "proximal pressure sensor auto-zero failed" diagnostic code. The device was not being used for treatment when the reported event occurred and there was no patient involvement.

Manufacturer narrative:
G4: 14apr2020. B4: 15apr2020. The fse (field service engineer) evaluated the device and confirmed the reported problem in the error log. The service technician replaced the da pcba (data acquisition printed circuit board assembly) and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14sep2020. B4: 16sep2020. D4: UDI#: (B)(4). The data acquisition board (daq) was returned for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found with the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.